Event description:
It was reported that there was a reservoir discrepancy at refill. The residual was higher than expected (volumes not specified). A "study" in 2008 confirmed pump malfunction. There was no "activity in the distal catheter". The device was emptied and replaced. No pt symptoms were reported. The pt was reported to have recovered without sequela. The pump was used to deliver lioresal. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The report was submitted late by the manufacturer's representative, retraining has been conducted.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. Even though the pump dispensed normally, destructive analysis showed significant moisture and residue in the motor compartment. A combination of residue in the opinions and teeth of gears 1 and 2, along with residue in the upper roller bearing of gear 3 may have contributed to the intermittent stalling that was seen during testing.

Manufacturer narrative:
The hcp reported that the patient had experienced increased spasticity. The patient's spasticity had worsened, but was quickly coming under control with pump adjustments. The patient lost strength due to the hospitalization and bedrest. The final patient outcome was reported as "non-serious injury/illness".